Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. Reportedly, the physician feels the slda could have occurred due to the patient stopped taking his medication (diuretics); however, this could not be confirmed, and a definitive cause could not be determined. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mr with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2019, the patient returned for a routine echocardiogram which revealed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 3-4. In the physicians opinion, the slda may have occurred due to the patient discontinuing diuretic medication. No further treatment was performed. The patient is stable and was sent home, pending surgery. No additional information was provided.